Manufacturer narrative:
At this time, this lead has not been returned for analysis. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a lead fracture was confirmed. The rs- conductor coil was fractured 213 and 217 mm from the terminal pin or 96 and 100 mm from the severed end of the lead. All of the fracture surfaces of wires at the 213 mm fracture location of the fractured rs-coil showed some evidence of fatigue with two of the wires showing extensive mechanical damage. The mechanical damage on one of the wires at the 217 mm fracture location was so extensive that it completely obscured the failure mode, while the second wire showed some small areas of fatigue.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on the rate/sense portion of the lead causing inappropriate shocks. The noise was reproducible when the patient put their arms up. The physician indicated that, on x-ray, the distal df-1 pin was partially out. Technical services (ts) discussed that noise should be seen on both channels if it is due to the distal pin connection as the distal port and the is-1 "ring" electrode connection in the head are electrically common. Subsequently, the lead was explanted due to a fracture. No adverse patient effects were reported.